Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non sustained episodes and impedance variation. As well, the lead had a fracture, noise and high/undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.